Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported difficulty snaring, empty syringe (polymer leak), hypotensive, the intraoperative and persistent type ia endoleak and the intraoperative stent dislodgement were unable to be confirmed with the medical records and imaging available for review. Only one (1) pre ¿ computed tomography (CT) was available for review. Procedure related harms could not be determined. The reported technical difficulties, polymer leak, hypotensive episode, stent dislodgement and the intraoperative and persistent type ia endoleak were most likely user related due to the off-label neck anatomy (60° neck angle with 30% neck taper at 10mm). On (B)(6) 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On (B)(6) 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- contact has been updated . H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was initially implanted to treat an abdominal aortic aneurysm. It was noted that the infrarenal neck was highly conical. The graft was advanced and placed with the markers in the mid renal ostium. During graft polymer fill, the physician encountered difficulties snaring the guidewire from the cross-over lumen during cannulation of the contralateral gate. At that time, the polymer syringe emptied indicative of an intravascular leak of polymer, and the patient experienced hypotension. The patient was treated per the device IFU and successfully stabilized. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. It was noted that following ballooning, the graft displaced 8-10mm. The physician elected to monitor the patient. There have been no additional patient sequelae reported.